Event description:
User facility reported that the device was used with a pt. The tube was found kinked after about an unknown amount of time in use. The tube was exchanged with no permanent adverse effects to pt reported.

Manufacturer narrative:
Customer has not yet returned the device to the MFR for device evaluation. When and if the device evaluation. When and if the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation.